Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1crt-d, implanted: (B)(6) 2017; 5071-53 lead, implanted: (B)(6) 2009; 5076-52 lead, (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for a sepsis infection and a urinary tract infection. Vegetation was also noted on the leads. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.